Manufacturer narrative:
Changes made from the initial report: updated the UDI number in section d4. Per investigation by the manufacturing site: the most probable root cause is a sensitive user feeling, as the unit is designed to shut down when over temperature happens. It appears that the client was feeling the unit becomes too hot during the surgical procedure. Based on the available information and the failure description, most likely there is no device malfunction. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during icg procedures (galbladders) on (B)(6) 2024, device was overheating in relation to the use of 4k tower and a light cord of larger gauge. Camera and light cord were utilized on 100% for over one hour on manual mode. They were able to complete the procedure, and there was no patient injury or impact reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).